Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Through a submission of a per, patient's right knee was revised. It was noted " unstable total right knee, did poly insert swap".